Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained of epistaxis down the back of the throat and coughing up blood clots. The patients labs were within normal limits and there was no active bleeding from nares. There was dried blood present on exam. Afrin nose spray was unsuccessful. The nasal cavity was inspected and a blood clot was removed with suction. 7.5 rapid rhino was placed in nasal and cuff was filled with 4cc. The cuff was to be left in for a couple of days.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: on 23jan2022 the bleeding resolved.

Event description:
Additional information: it was reported that on (B)(6) 2022 the patient had recurrent epistaxis and was packed with dissolvable packing again.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively be determined through this evaluation. It was noted that the patient remained ongoing in stable condition as of (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event (including bleeding status and plan of care); however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, entitled ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.